Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with complaints of fatigue and dizziness. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensing and variable capture threshold. Programming changes were made. The patient was in stable condition afterwards.